Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement noted one day post operation, high pacing thresholds, loss of capture, no sensing and helix could not be retracted when attempt to remove the lead. The lead was successfully replaced. No additional adverse patient effects. The explanted lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement noted one day post operation, high pacing thresholds, loss of capture, no sensing and helix could not be retracted when attempt to remove the lead. New lead was implanted and remains in service. No additional adverse patient effects.